Manufacturer narrative:
Patient reported pain and limited range of motion. A manipulation procedure was performed, and a suture abscess was cleaned during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient reported pain and limited range of motion. A manipulation procedure was performed, and a suture abscess was cleaned during the procedure.